Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer: yes section d9: date returned to manufacturer: 16 july 2021 device evaluation: only the lens was returned for evaluation and the dib00 device was not returned. A visual inspection using magnification was performed to the returned sample shows loose fibers/particles on lens related to the handling of the unit out of a sterile environment. Residues of viscoelastic material was also observed on lens. A small cut was observed on one part of the lens edge. A fracture was observed on the optic. Some marks were also observed on lens. The condition in which the sample returned is consistent with a lens that was handled and prepare for surgical process. The complaint issue reported as plunger rod issue could not be verified. The complaint issue reported as cosmetic issues was verified. However, since the injector is not available for evaluation it could not be determined if the condition observed is related to manufacturing or surgical process. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
Section age, weight, ethnicity: information unknown/not provided. If implanted, give date: not applicable. If explanted, give date: not applicable. Telephone number: (B)(6). Device evaluation: since product was not returned, the complaint issue reported could not be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer says that the intraocular lens (iol) is defective because the injector has a problem, anti-fracture comes in the optic. No patient injury was reported. The material is available for investigation.